Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Event description:
A customer reported to olympus that after the endobronchial ultrasound bronchoscopy (ebus), this single use aspiration needle showed leakage at distal end. A positron emission tomography (pet) scan confirmed that the hypotube remained in the patient. A bronchoscopy is scheduled to remove the metal distal hypotube.

Manufacturer narrative:
The device was returned to olympus for evaluation and the legal manufacturer was able to confirm the allegation. The biopsy adapter valve, and syringe were not returned. The device was noted to be in its original inner and outer packaging with the stylet inside it. The distal end of the sheath was punctured with dried blood and appeared severely damaged with a missing distal hypotube. The connecting slider was able to click into both positions, the sheath adjuster knob was able to rotate and lock into place, and the handle lock was able to slide and lock into all positions. The distal needle tip was sharp and in good physical condition. The needle was able to extend approximately 1.375 inches and there was heavy resistance when advancing the needle. When fully extended, the needle was found to have a bend. The pebax was bunched together and was torn at the distal end. Further, the distal end of the sheath had been punctured in two separate locations. There was also dried blood along the distal end of the sheath and needle. These findings were noted to be consistent with heavy usage. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The observed failure was a known phenomenon that likely resulted from the device experiencing excessive resistance and/or angulation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted due to the additional information received that is reflected in b5. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus was further informed that the metal hypotube was removed from the patient and will be returned for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's secondary investigation regarding the missing hypotube reported in the initial investigation. Evaluation of the provided photo of the device noted that the hypotube was stretched and broken into three parts. The length and diameter provided are negligible for a deformed and damaged hypotube. Based on the secondary investigation, the dislodged broken hypotube that was observed inside the patient, was likely due to excessive forces applied when the device experienced resistance and/or angulation. This supplemental report includes information added to e3. Olympus will continue to monitor the field performance of this device.